Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the doctor noticed blood inside of the balloon when attempting to insert the balloon. The balloon was removed and a replacement device was inserted. There were no reported consequences or impact to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the doctor noticed blood inside of the balloon when attempting to insert the balloon. The balloon was removed and a replacement device was inserted. There were no reported consequences or impact to the patient.